Event description:
It was reported that a transmitter did not work. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the app was manually closed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).